Event description:
It was reported that a remote transmission indicated that the right atrial (ra) lead had high thresholds. The lead remains in use; however, the physician did indicate that the lead would be revised at the next device change out procedure. It was noted that the patient is taking part in the (B)(6). No patient complications have been reported as a result of this event.